Event description:
Boston scientific received information that the health care professional (hcp) was turning off the tachy therapy of this implantable cardioverter defibrillator (ICD) as the patient was in active process of dying. However, the hcp encountered difficulty in turning off the therapy with this programmer. Boston scientific technical services (ts) then assisted the hcp and was able to successfully turn off the therapy. The programmer remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) was in active process of dying and the health care professional (hcp) was having a difficulty turning off the tachy mode. Boston scientific technical services (ts) assisted the hcp and was able to turn off the tachy mode programming. In addition, the hcp noted ventricular pacing was less than one percent but patient was in atrial sensing-ventricular pacing. Hence, this was appropriate per programming. Attempt to obtain additional pertinent information was unsuccessful. To date, this ICD still in service. No adverse patient effects were reported.